Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: failure to cross with a graftmaster is an issue known to require a second device or add'l procedure. Device issue: failure to cross. It was reported that a 5.0 x 16 mm graftmaster was used in an attempt to treat a perforation of the svg to the rca vs dissection in wall of svg; however, the stent did not cross to the perforation. A 4.0 x 16mm graftmaster was used and the perforation was sealed successfully. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusions summation - product performance engineering determined that based on the review of the lot history record, it can be assumed that the device was in working order and left the factory as per specifications. The device was not returned for investigation; therefore, no complaint root cause can be identified. It is possible that the stent graft did not cross because of, but not limited to, the following: tortuous anatomy, severly calcified vessels, presence of other devices. No device malfunction can be determined due to the lack of procedure and pt info and the lack of device investigation.